Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that jailing and stent damage post-deployment occurred. The target lesion was located in the right coronary artery (rca). A 2.25 x 32 synergy¿ drug-eluting stent was successful implanted at the distal rca and the posterior descending artery (pda). A 3.0x8mm non-compliant balloon catheter was advanced and postdilated the proximal rca. A 2.5x12mm non-compliant was advanced and post dilated the synergy¿ stent. The stent looked well apposed and in good position. However, the posterior lateral artery (pla) was pinched at the origin. The pla was wired very easily and a balloon was advanced into the pla to open the origin. However, the balloon pushed a strut into the pla and pda bifurcation. A kissing balloon technique was performed however, the balloon would not pass through the synergy¿ stent and deformed the stent. A 1.2x12mm balloon catheter was able to be delivered and pushed the deformed stent strut out of the way and a 2.5x12mm balloon catheter was advanced and reopened the pda. The procedure was then completed. No further patient complications were reported and the patient's status was stable.